Manufacturer narrative:
(B)(4). Visual examination of the torque handle revealed superficial wear in the form of nicks and scuff marks on its surface. Torque handle was mechanically tested and was found to be out of required specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the torque handle over torquing cannot be positively determined. Although not proven, the most probable root cause for the over torquing of the handle can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure that the verse facilitator could not be removed after final tightening of the expedium verse correction key without force. Another verse facilitator was used and the same issue appeared for the same screw and the next two screws. The verse facilitator can only be removed from the screw with substantial pulling forces, wiggling and a lot of force to re-engage the verse facilitator with the screw when the expedium verse correction key was final tightened. The procedure was completed with the use of the verse quick stick tube and the verse quick stick sleeve as a counter torque for the 4th screw. No expedium verse screws were replaced since the issue was reproduced (not in patient) but exp verse fen scr (199723870) and the expedium correction key were not implanted and were sent for investigation. It was observed that the verse facilitator is easily removable only when the rod-lock is not yet tightened and poly-lock was final tightened. There was a surgical delay of 17 minutes. The procedure was successfully completed without surgical delay. Patience status is unknown.